Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and evaluated. The anchor was still secured to the inserter and the suture was not in its dedicated place. The anchor appears to be used and there is evidence of tissue debris found on the tip of the anchor. The inserter and sutures were examined and no damage or anomalies were found. The anchor was removed from the inserter with no difficulty. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of 293 devices that were released to distribution. The lot review indicates there were no issues with material or assembly. A root cause for the user to have experienced this issue cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during a rotator cuff procedure, one (1) 5.5 mm healix advance br with orthocord and needles fell apart when the surgeon tried to insert it.